Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (unable to complete essential performance testing) has been confirmed.  Upon investigation the electrode belt ECG "a", "b" electrode cable was cut, cutting all of the wires in the cable.   The root cause for cut cable was physical abuse.  No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.